Event description:
It was reported that, as per dr. (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests and MRI. Patient called to report that he is scheduled to have revision surgery on (B)(6) 2012. Additional information received from sales rep (B)(6) 2012: it was reported that the patient had a rejuvinate revision. Blood serum ion level was elevated. Patient's cobalt level was 9.4 and chromium level was less than 1.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.